Manufacturer narrative:
When asked for the serial number of explanted lens, the site provided serial numbers (B)(6) and (B)(6). Rxsight has been unable to confirm which lens was explanted or if both lenses were explanted. Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(6).

Event description:
A site reported to rxsight that a patient's light adjustable lens was explanted. No additional information is available.